Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 172mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was protruded. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.